Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 222 mg/dl. The customer was assisted with troubleshoot and customer stated that they put new battery and got unexpected restart and started beeping but got it working now. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display and unexpected restart alarm noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.